Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter to deploy. Eventually, the clip was released from the catheter; however, there were two small and shaped pieces seen and left in place with the clips. The same issue happened with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block a3 (sex), a4 (weight, unit of measure - weight), e1 (initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code, initial reporter fax), h10 (additional MFR narrative).

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter to deploy. Eventually, the clip was released from the catheter; however, there were two small and shaped pieces seen and left in place with the clips. The same issue happened with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.